Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label for ablation of the carinas and cardiac roof and the superior vena cava was set off during ablation. The patient also experienced hemolysis post-procedure. During a procedure using a farawave pulsed field ablation catheter the patient's superior vena cava was set off during ablation and the patient experienced hemolysis post-procedure. 80 ablations were performed over the course of 46 minutes. The pulmonary veins were isolated, and ablation was also performed at the carinas and the cardiac roof. The carina and cardiac roof ablations constitute off-label use of the farawave catheter. It was noted that the superior vena cava was set off when ablating, though no interventions were performed. The procedure was able to be completed. The patient was hospitalized. Post-procedure, the patient experienced hemolysis with hemoglobinuria. The color of the patient's urine had cleared up significantly by the next day. The patient fully recovered and the patient was discharged from the hospital on 21 may 2024. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the catheter was used off-label for ablation of the carinas and cardiac roof and the superior vena cava was set off during ablation. The patient also experienced hemolysis post-procedure. During a procedure using a farawave pulsed field ablation catheter the patient's superior vena cava was set off during ablation and the patient experienced hemolysis post-procedure. 80 ablations were performed over the course of 46 minutes. The pulmonary veins were isolated, and ablation was also performed at the carinas and the cardiac roof. The carina and cardiac roof ablations constitute off-label use of the farawave catheter. It was noted that the superior vena cava was set off when ablating, though no interventions were performed. The procedure was able to be completed. The patient was hospitalized. Post-procedure, the patient experienced hemolysis with hemoglobinuria. The color of the patient's urine had cleared up significantly by the next day. The patient fully recovered and the patient was discharged from the hospital on (B)(6) 2024. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; however, two photos were attached to this complaint which show the patient's urine from the day of the procedure (darker) and the next day, proving the hemolysis allegation.